Event description:
During follow-up, a loss of sensing and capture were observed on the right atrial (ra) lead. Diagnostic imaging was performed and revealed the event was due to ra lead dislodgement. The event was resolved by explanting and replacing the ra lead. The patient was in stable condition.